Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced severe and permanent pain, disability, impairment, permanent injury, scarring, adhesions, urinary and bowel dysfunction, infection and or inflammation, foreign body reaction, erosion, contraction, hardening, and nerve and soft tissue damage.

Manufacturer narrative:
(B)(4). Note: this report corresponds with bard's report #413882 for an "unk pelvicol". Additional info from the importer report: (B)(6) 2012, pelvicol acellular collagen matrix, (B)(4), (B)(6). Attorney.